Manufacturer narrative:
Section d4: the lot number has been provided.

Manufacturer narrative:
Correction, section g1 - MFR. Site address.

Event description:
It was reported that the lancet shot out from the lancet device when they pushed the release button. After that, the lancing device was working properly.